Event description:
Caller alleged discrepant results. Results as follows: date: 2009, inratio: 1st 4.2, 2nd 3.4.

Manufacturer narrative:
Per tsr, pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy". Insufficient data given on intake to confirm discrepant case. Hence, no further investigation will be required at this time. No corrective action is required as no product deficiency was established. As of date, the meter is not expected to return.